Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for evaluation. Review of the medical records confirmed a positioning issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced a positioning failure. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the (B)(6) year old male was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced a positioning failure. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the 25 year old male was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for evaluation. Review of the medical records confirmed a positioning issue and perforation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.